Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's right eye on (B)(6) 2010. A anterior subcapsular cataract was observed on (B)(6) 2011. The lens was explanted, cataract surgery was performed and a iol was implanted on (B)(6) 2012. Patient's last visit on (B)(6) 2012, bcva was 20/22.

Manufacturer narrative:
(B)(4).